Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was air bubble in the reservoir. The customer also reported that they received a no delivery alarm. The customer's blood glucose was 333 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot. The reservoir will not be returned for analysis.